Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found battery reached end of service (eos) or elective replacement indicator (eri) and the longevity was not met. The ins had no telemetry when received for analysis; however, at the time of bench testing the battery had recovered to 2.32 volts. The initial review indicated the ins was at eos. A longevity estimate was done. The estimate indicated an expected life of 11.89 months to eri and 14.89 months to eos. According to the trace report taken from the ins, the battery depleted to eri in 8.4 months and to eos in 11.53 months. Destructive analysis of the ins found no visual or electrical anomalies with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not find any internal mechanisms that would have caused premature battery depletion. Other applicable components are: product ID: 64002, lot# unknown, product type: adapter. Product ID: 3550-29, lot# unknown, product type: accessory.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported the patient with dystonia experienced a return of symptoms due to battery depletion. The battery was at the end of service (eos) early. The ins was on "interleaving" setting and the impedance was less than 1834 ohms on all contacts. Channel 1 utilized contacts 0-, 1-, with an amplitude of 2.8 and 4.3, a pulse width of 60 and a frequency of 125. Channel 2 utilized contacts 4- and 5-, an amplitude of 3.2 and 4.3 volts, a pulse width of 60, and frequency of 125. The ins was replaced and the issue resolved.